Event description:
Philips received a complaint by the customer on the v60 indicating that a check vent alarm had occurred for high blower temperature. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse checked the logs and confirmed code 1122, blower temperature high, had occurred. The rse then reviewed the repairs per service manual and informed the customer to check to see if the air inlet was obstructed. The rse also informed the customer that a blower assembly replacement may be required to resolve the issue if the air inlet was not obstructed. The customer replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.